Event description:
It was reported that the device was giving channel error message which was resolved with replacement of the upstream pressure transducer. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.